Event description:
It was reported that 2 plates broke post-operatively. Original surgery date was (B)(6) 2021 and a medial distal tibia plate, 8-hole and fibular plate, straight, 7-hole was implanted. Patient reported falling in the shower and upon return to the doctor on (B)(6) 2021, the break was discovered. A revision surgery was completed on (B)(6) 2021 where the hardware was removed. Paragon 28 clinical evaluation of the provided radiographic images shows severe dislocation of a transverse tibia fracture. The distal tibia plate is broken approximately at the level of the tibia fracture at a filled screw hole. The fibular plate is broken above the level of the tibia fracture at the screw hole above the tibia fracture.